Event description:
This case was reported by a consumer and described the occurrence of application site discoloration in a (B)(6) female pt who rec'd breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the pt experienced application site discoloration, application site bruise, superficial blood clot, application site swelling, soreness at application site, device misuse and application site pain. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the outcome of the events was unk. Consumer reported event of skin discoloration at application site of what she described as a black and blue bruise and event of blood clot that looked like a huge lump at application site and it was sore. Consumer reported device misuse for pulling the strip off w/o using warm water.

Manufacturer narrative:
Breathe right is manufactured in (B)(4), in the united states. While the lot number is known, it is unknown whether the product will be returned for quality assurance testing. (B)(4).